Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with foreign matter in syringe.

Event description:
It was reported with the use of the bd luer-lok¿ syringe there was an issue with foreign matter in syringe.

Manufacturer narrative:
Investigation summary: one photo received with no visible foreign matter defects. Samples must be provided to confirm the defect of this complaint and perform further investigation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: samples must be provided to confirm the defect of this complaint and perform further investigation if required. No tests performed since samples were not received. Root cause description: root cause not defined since defects were not confirmed in samples/photos received. Rationale: no corrective actions recommended since product defect was not confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.